Event description:
New information received states an externalized conductor was observed via fluoro. Patient refused any intervention.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, high impedance and high capture threshold were observed. Lead to be monitored.